Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 588 mg/dl. The other relevant blood glucose levels are 483 mg/dl. The customer stated that they did not allege the insulin pump for under delivery. The troubleshooting for high blood glucose was completed . The insulin pump will not be returned for the analysis.